Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump dropped on bathroom floor causing the bottom to break. Customer's blood glucose was 495 mg/dl. Customer attempted to treat with family member's syringe. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a detached end cap and alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. However, the insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.